Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the system malfunctioned which led to rendering the light source unusable. The light source was unused for hundreds of hours. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the illuminator for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Manufacturer narrative:
Failure analysis investigations replicated the customer reported complaint. The lamp module was found to have a lamp life check failure. The lamp module was placed on an in-house system and when the hours remaining were checked, it showed "9999". The in-house system displays an error code of 48247, which is associated with a communication failure between the system and the lamp module.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: surgical ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. Tse was contacted for troubleshooting, full troubleshooting completed and a defective part was identified.

Manufacturer narrative:
The returned lamp module was further investigated by the engineering team. The initial investigation was confirmed. The lamp module exhibited a recognition failure. Testing displayed an invalid value of 9999 hours on the lamp module. The root cause of the recognition failure is associated to a programming issue.